Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received from an international affiliate of an unspecified number of undocumented incidents of underdelivery. The report reads "intermittent occurrence of underdelivery of medication with the gemstar pump (pain mgmt program). There are no specific case details, however, there is a general description of these events. The pump history records 50ml of volume infused while a visual verification of the reservoir confirms that the level of the solution has not changed since the onset of the infusion. During the infusion time, the pump does not alarm. There is inadequate pain control. In these cases, the container and tubing were changed and the infusion was successful." There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.